Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards, cables, and connectors associated with the cine. The system operates as intended.

Event description:
The customer reported, "cardio vascular substraction not working, and autopay back not working." A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue pt delay, damaged vasculature, or termination/rescheduling of an interventional procedure. There is no report of injury or death associated with the event described in this complaint.